Manufacturer narrative:
The cause of the incident is unknown as hoveround has not been able to access and evaluate the power wheelchair; however, no malfunction of the power wheelchair is suspected. The end user was struck by a motor vehicle while operating the power wheelchair on the roadway. Hoveround's owner's manual warns end users, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules," and, "cross the street at locations where you are most visible to traffic." Device not made available by family.

Event description:
It was reported by (B)(6) that the end user was operating the power wheelchair on the roadway and was struck by an oncoming motor vehicle.